Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a crack opening, delamination, a flat crease, and wear abrasion. A leak test was performed and found delamination on the diaphragm valve, a crack opening on diaphragm valve and an opening on the radius. A microscopic analysis was performed which identified delamination in the diaphragm valve, a crack opening and a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure, a crack opening on the diaphragm valve due to a cracked valve seat diaphragm valve, and a striated edge opening on the radius side due to surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.